Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2015, a relative of a patient called the market development manager and stated his complaint about the event. The relative stated that the patient had the initial surgery on (B)(6), 2012. In (B)(6) 2015, the patient fell from the bed and the implant was broken. The patient had the revision surgery after, the broken implant was removed and cement was implanted. After the revision surgery, the patient had infection and had several antibiotic treatments at hospital as well as her home. The relative would like to know why the implant breakage happened. Additionally reported on (B)(6), 2015: according to the surgeon, the patient came to the clinic with the story of falling down from the bed and not able to walk. Through the detailed questions to the patient, the surgeon discovered that the patient couldn't step and didn't feel like she is pressing her foot properly and didn't feel anything for one meter and then fell down. According to the patient story, the surgeon thinks that the bone and the implant breakage occurred before the fall.

Manufacturer narrative:
An event regarding a fracture involving an mrh femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: the clinician consultation did indicate that, based upon the post device removal x-rays, it would be quite likely that a bone defect condition has been present in the distal femur during the mrh knee implantation which thereby makes it rather likely that the mrh knee failed through an overload condition through lack of bone support with a fatigue fracture as end point however further information is required to verify this. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Review of the post device removal x-rays indicates that it is rather likely that the mrh knee failed through an overload condition through lack of bone support with a fatigue fracture as end point however further information is required to verify this. Information such as product return and medical records detailing early post implantation x-rays and post device fracture x-rays, the primary and revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
On (B)(6) 2015, a relative of a patient called the market development manager and stated his complaint about the event. The relative stated that the patient had the initial surgery on (B)(6) 2012. In (B)(6) 2015, the patient fell from the bed and the implant was broken. The patient had the revision surgery after, the broken implant was removed and cement was implanted. After the revision surgery, the patient had infection and had several antibiotic treatments at hospital as well as her home. The relative would like to know why the implant breakage happened. Additionally reported on (B)(6) 2015: according to the surgeon, the patient came to the clinic with the story of falling down from the bed and not able to walk. Through the detailed questions to the patient, the surgeon discovered that the patient couldn't step and didn't feel like she is pressing her foot properly and didn't feel anything for one meter and then fell down. According to the patient story, the surgeon thinks that the bone and the implant breakage occurred before the fall.

Manufacturer narrative:
A second supplemental report is being submitted on 4/27/2017 to document additional patient information.

Event description:
On (B)(6) 2015, a relative of a patient called the market development manager and stated his complaint about the event. The relative stated that the patient had the initial surgery on (B)(6) 2012. In (B)(6) 2015, the patient fell from the bed and the implant was broken. The patient had the revision surgery after, the broken implant was removed and cement was implanted. After the revision surgery, the patient had infection and had several antibiotic treatments at hospital as well as her home. The relative would like to know why the implant breakage happened. Additionally reported on (B)(6) 2015: according to the surgeon, the patient came to the clinic with the story of falling down from the bed and not able to walk. Through the detailed questions to the patient, the surgeon discovered that the patient couldn't step and didn't feel like she is pressing her foot properly and didn't feel anything for one meter and then fell down. According to the patient story, the surgeon thinks that the bone and the implant breakage occurred before the fall.